Event description:
It was reported that upon electrogram review due to noise concerns, the right atrial (ra) lead channel revealed far field signal oversensing and double/triple counting of atrial signals. (B)(6) technical services (ts) reviewed troubleshooting options to mitigate inappropriate mode switching. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).